Manufacturer narrative:
Bayer service performed a system checkout of the stellant d injector system. The system was found to perform to specification. The site continues to use the system daily without issue. The disposables used in the reported occurrence were discarded and unavailable for evaluation. In addition, lot numbers were not recorded; therefore retained samples could not be tested. Additional applications training has been offered to the customer; however they have declined.

Event description:
The following information was obtained from bayer service: a (B)(6) male trauma patient who presented with a fractured cervical spine underwent a CT scan of the chest, abdomen and pelvis while connected to a stellant d injector system. Post procedure, the interpreting radiologist visualized air within the right ventricle of the heart region. The patient was admitted to the ICU, which was consistent with the trauma treatment protocol. No intervention was performed as a result of the air. The patient is still recovering from the fractured cervical spine.